Manufacturer narrative:
Continued section e phone: (B)(6). Investigation evaluation: the products said to be involved were returned in two open trays from the lot number provided in the report. The labels match the products returned. It is not specified which of the devices failed prior to use and which failed during use. The video provided shows the user attempting to spray both of the devices outside of the body during tabletop testing without catheters attached. While some powder can be seen on the table no powder is released from either device during the button compressions despite the on/off switches being in the "on" position and the activation knobs appearing to be fully tightened. Device #1. Our evaluation of the product said to be involved confirmed the report. Not all components were included in the return (no catheters were returned). The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was not observed on the exterior of the returned components; however residual powder is visible within the device nozzle. When tested as returned the device did not spray. The co2 cartridge audibly discharged upon deactivation and the cartridge was fully punctured. A thin metal cannula was inserted into the nozzle in an attempt to break up any possible occlusions in the nozzle freeing a small amount of loose powder without clumps. A visual examination of the o-ring and lance inside the handle showed the o-ring to be positioned correctly inside the handle and the lance to be beveled. However, the lance was found to be able to wobble back and forth, this is likely due to the pressure applied during the release of co2 at deactivation breaking the back of the lance, the lance remains contained within the regulator. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle. When tested with a new co2 cartridge and activation knob, the device sprayed as intended after further attempts to clear the nozzle. The device released a burst of powder upon the occlusion being cleared and then sprayed as intended following this. The likely root cause of the report is an occlusion of the front tube/nozzle. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Device #2. Our evaluation of the product said to be involved confirmed the report. Not all components were included in the return (only 1 catheter was returned). The returned catheter did not exhibit any signs of use (no powder within, no discoloration, and no kinks). The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was not observed on the exterior of the returned components; however residual powder is visible within the device nozzle. When tested as returned the device did not spray. The co2 cartridge audibly discharged upon deactivation and the cartridge was fully punctured. A thin metal cannula was inserted into the nozzle in an attempt to break up any possible occlusions in the nozzle freeing a significant amount of loose powder without clumps. A visual examination of the o-ring and lance inside the handle showed both to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle. When tested with a new co2 cartridge and activation knob, the device did not spray as intended despite further attempts to clear the nozzle. The handle was disassembled, and the tubes were disconnected for removal of any powder. Loose powder without clumps was present in the front tube connecting the on/off valve to the powder chamber. No powder was present in the back tube connecting the powder chamber to the low-pressure valve. A visual inspection of the powder chamber's center downtube found it to be clear. An inspection of the diffuser plate found it to be clear. A small amount of loose powder was noted and cleared from the smaller powder chamber cannula. Due to the large amount of powder removed from the front tube over multiple attempts, the likely root cause of the report is an occlusion of the front tube/nozzle. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the products said to be involved confirmed the report. The root cause for the report of unable to spray were an internal clogs within the device nozzles due to a build up of powder. In the case of the used device, catheter occlusion can create backflow and push powder, blood, and fluid back into the device, creating an internal clog. However, we could not conduct a complete investigation because only one catheter was returned for evaluation between both devices. The catheter was noted to be unused. In the case of the prior to use device, a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The question responses from the user indicate that the user did not occlude the proximal end of the catheter during advancement, instead opting to attach the catheter to the device prior to advancement. The instructions for use states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." As there is free space within the device handle attaching the catheter to the device handle does not effectively prevent potential fluid from entering the working channel and is not an acceptable alternative for this device. Additionally, the question responses indicate that they tested the devices prior to use. The IFU states "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the user tested the device prior to use and did not occlude the proximal end of the catheter during advancement, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (ogds) procedure to treat a non-active ulcer in the stomach, the physician used two (2) cook hemospray endoscopic hemostats. It was reported that the user was able to spray a few times and then unable to spray [powder] out anymore. The first hemospray tried to spray during testing, no powder came out, the [user] opened the second unit. Second hemospray was ok during testing. Inserted into the stomach, pressed 2-3 seconds each press, nothing came out after 2-3 times. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.